Event description:
There was a suspected over-infusion. The details were unclear ("possibly 5ml over 6 hours"). No additional information was available. There was no patient injury or treatment associated with this event.